Manufacturer narrative:
The returned 2.7 x 13mm l low profile hexalobe screw (part number 3040-23013-s, batch numbers 604239) was examined visually under magnification. The screw was broken 0.1750" from the end of the head in a smooth break, indicating a brittle fracture. There were also signs of wear in the screw head. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 10 investigation findings code (annex c): updated to 3243.

Manufacturer narrative:
Per information received, it was indicated devices were available for evaluation. However, the 2.7 x 13mm l low profile hexalobe screw (part number 3040-23013-s, batch numbers 604239) has not been returned for evaluation at this time. Manufacturing and inspection records were reviewed, and no anomalies were found. A follow-up will be submitted at the time of the product's return and evaluation.

Event description:
It was reported during surgery that while inserting a low profile locking hexalobe screw, the screw broke off. The surgeon was unable to remove the broken piece of the screw, therefore it remains implanted in the patient's bone. It was also reported one of the screw holes was not used. The surgery was completed by using the other hole after a 5-minute delay. No other patient consequences were reported.